Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that the visipro stent was being used on a heavily calcified common iliac lesion. After this the stent was advanced to the lesion through a 6fr 45cm terumo destination sheath and was unable to cross lesion. The stent was attempted to be retracted through the sheath, which some resistance was encountered from the calcium. Once it was removed from the sheath it was noticed that the stent was deformed and partially off the balloon. The lesion was then further pre-dilated with a 6mm balloon and another stent was used with success. The procedure was successfully completed and there was no harm to the patient. An investigation was performed on september 25, 2015 on the visipro balloon expandable stent. The stent investigation was confirmed that the stent was deformed and partially off the balloon. This was confirmed in the investigation, and stent cell struts were deflected outwardly in the distal direction in which all components were accounted for.